Event description:
A clary m1145, uninterruptible power supply (ups), shutdown during use. The ups is used to provide battery backup power to an oscillatory ventilator. The ups made an audible alarm and shutdown. The therapist was not able to reset the ups. The oscillator lost electrical power and shut down as well.